Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Event description:
Physician reported a right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Device photo analysis: observed rupture in the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode.

Event description:
Physician reported, a right side rupture. Diagnosed by an MRI. Device has been explanted.